Event description:
It was reported that the 9800 system had poor image quality and the collimator was out of alignment during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The filament, collimator, and camera were calibrated and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.